Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a pump interface failure. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.